Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion began at 20:06 (B)(6) 2018 at a rate of 2.4ml/hr. The 40 ml bag was almost totally empty when noticed a 00:00 (B)(6) 2018, four hours later. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of an over infusion was not confirmed. Physical inspection of the device showed a cracked bezel at the lower hinge, and dried fluid residue on both iuis. Review of the pcu event log shows that the pump module was programmed on (B)(6) 2018 at 8:13 pm to infuse vasopressin 40units/40ml at a rate of 2.4ml/hr with a vtbi of 35 ml. The infusion was stopped by the user 4 hours later on (B)(6) 2018 at 12:00 am, by channeling off the device. Rate accuracy testing found the device to be operating within specification. The root cause was not identified. It is unknown if the user accounted for the set's priming volume of approximately 26 ml when setting the vtbi.

Event description:
The infusion was vasopressin.